Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2018-01362. It was reported the patient experienced bleeding at the lead insertion site following a trial procedure. The dressing was changed and the pressure was applied which stopped the bleeding at the time. However, the issue reoccurred and the patient was presented to the ER where dressing was changed again. Reportedly the issue resolved by the second day.